Event description:
My mother went in to dialysis and within one hour of starting the treatment, she was unresponsive. She was talking and doing fine. Her vitals and everything were fine and an hour after she started the treatment, she was unresponsive. She was talking to the nurses and doing well, they started the treatment with the heparin and in an hour she was gone. The staff can't even explain what happened. This drug has caused so much pain to people. Our family needs to know what we are to do to help in the prevention of this happening to anyone else. Dates of use: 2007 - 2008. Diagnosis or reason for use: dialysis.

Event description:
Cause of death (death certificate): acute myocardial infarction. No autopsy was done. Has this facility experienced similar events prior to or after this event? No.